Manufacturer narrative:
The investigation of optical signal issue has been completed. The data analysis showed the console had numerous placement signal entries "processsampleforopminvalidsignalerror: calculator placement signal 1036" as well as frequent impella position unknown alarms as mentioned in the complaint. Despite these alarms , the pump remained on this console for the duration of the case. The console was returned for investigation. A 5s test was run on the console and all values were passing. The ccd array was analyzed and was found to have no abnormalities in the envelope with a pump and without a pump. A pump was run overnight with no placement signal issues. There was most likely no malfunction of the console during this case as the console performed significantly better on neighboring cases, the failure mode was not reproduced during testing, and the benchtop testing revealed an optical bench performing as expected.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-26202 for the report on the impella 5.5 device (reported for possible positioning issue given the ¿impella position unknown¿ display).

Event description:
The complainant reported the automated impella controller (aic) triggered and displayed an advisory alarm ¿impella position unknown¿ despite having "great" pulsatility. The physician commented, the optical sensor was likely damaged. Approximately two months later, abiomed's investigation engineer identified that the automated impella controller had intermittent low signal-to-noise ratio the clinical procedures. Consequently, a request was made for the return of the aic for evaluation and analysis, which has been received. There was no report or indication of any patient harm because of this issue.